Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call their pump was not receiving vibrations on her pump when there is an alert and her pump is set to vibrate. Customer blood glucose at the time is unknown. The customer disconnected from pump to perform a self-test and the pump did not vibrate during the vibration test. The customer pump will be replaced, pump is returning for analysis.

Manufacturer narrative:
Findings: pump unable to vibrate due to broken vibrator black wire. Unit was received with normal operating currents. Also unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump failed self test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.